Manufacturer narrative:
Clinical conclusion: here is no documentation which supports a causal relationship between the liberty cycler/ liberty cycler set and the patient¿s hospitalization. The patient was admitted into the hospital due to malfunctioning pd catheter (not a fresenius product) with complaints of abdominal pain which resulted in the patient not being able to complete pd therapy for approximately 4 days. Additionally, there is no documentation that indicates a liberty cycler/ liberty cycler set malfunction or product deficiency caused/contributed to the suspected peritonitis warranting antibiotic treatment. Peritonitis is a known risk and well-documented complication of pd therapy. The source of the patient¿s suspected peritonitis can not be confirmed; however, the patient¿s concomitant pd catheter (not a fresenius product) malfunction may have been a co-founding factor. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018, this patient on continuous cycling peritoneal dialysis (ccpd) therapy was seen in the outpatient pd clinic after two days of his pd catheter (not a fresenius product) not working. The patient was subsequently sent to the emergency room and admitted into the hospital on (B)(6) 2018 for pd catheter (not a fresenius product) malfunction. At the time of the event, the patient was concomitantly on antibiotic treatment with intraperitoneal ancef (unknown dose, frequency and duration) and ceftazidime (unknown dose, frequency and duration) for suspected peritoneal infection after pd culture grew gram-negative rod and gram-positive bacilli (unknown date). The patient also reported 3 days of abdominal pain but did not have a fever. Due to being unable to drain from his pd catheter, he was not able to complete approximately 4 days of pd therapy. The patient has a past medical history of diabetes mellitus for which the patient takes insulin and due to interruption in pd treatment with dextrose pd solution the patient was found to be hypoglycemic in the hospital. The patient¿s insulin dose was adjusted to compensate. While hospitalized, the patient¿s pd catheter (not a fresenius product) was replaced and the patient was continued on pd therapy (product and treatment details are unknown). The patient was also continued intra-peritoneal cefazolin (ancef) and ceftazidime (unknown dose, frequency). Subsequently, on (B)(6) 2018 the patient was discharged home continuing antibiotic therapy for a 14-day course.

Manufacturer narrative:
510k# k123630.